Manufacturer narrative:
On april 27, 2022, mentor completed evaluation of the device. Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the sm mpp gel 250cc breast implant was found to have a tear on the anterior view, and extending to the posterior view, measuring approximately 10.1 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the anterior aspect, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 7, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 250cc mentor memorygel breast implant being used in a breast augmentation was found to be ruptured during the operation. No adverse event was experienced by the patient. The surgeon used backup devices, and there were no reported patient consequences or procedural delays.

Manufacturer narrative:
Photo evaluation: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).